Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was in the 10.9 to 20 mmol/l range. Troubleshooting for keypad anomaly was performed. Customer advised they wore a tight dress and the insulin pump might have been pressed against the skin. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump was received with no button response on the act button due to corroded keypad traces. The displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test could not be performed due to the unresponsive keypad. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.